Event description:
It was reported that the patient presented to the hospital for a regular generator exchange procedure. Interrogation of the pulse generator noted that the right ventricular (rv) lead was oversensing noise. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.